Event description:
It was reported that during a laparoscopic bilateral salpingo oophorectomy, the bag burst as the surgeon was removing the bag from the port site. The trocar was already out of the port site. A piece of the bag fell into the patient which was retrieved with a grasper. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.